Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to a brittle fracture of the pilot tip feature section. H11: *the following sections have corrected information: (section f) please disregard f10, health effect - impact code. These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
During a procedure on this (B)(6) y/o male, as the surgeon started to ream with the starter pilot tip reamer, the tip broke away. It was suctioned out of the patient and unrecoverable. C arm x-ray confirmed the tip was no longer in the patient. Patient was last known to be in stable condition following the event. Minor inconvenience, no patient issues due to instrument breakage. The device (without the tip) will be returned.